Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for peripheral neuropathy and failed back syndrome-other. It was reported stimulation had not worked for the patient since 2012. She felt the stimulation but it did not really target anything and it was not effective where it was going and did not feel like a positive thing like it was working. There was a loss of therapy. Over the last 3 years the patient had wanted to set up an appointment and wanted to get it adjusted, but this never occurred. She also talked with her healthcare professional (hcp) and was ¿so past all this.¿ the patient later reported that she was not aware of precipitating event that led to the stimulation not being effective. It was just increasingly difficult to find the right pulse level. At times it felt like the pulse was ¿too thick, even hammering.¿ it became hard to find a ¿sweet spot¿ for pain relief. The patient had traveled and had been ¿wanded,¿ but she did not know exactly when/why the system became a problem. The patient told their doctor to no effect. The patient finally called to schedule an appointment with a neurosurgeon. The patient later reported that they wanted to diagnose her increased pain problems. There was increased pain and the patient did not think the implantable neurostimulator (ins) was working. It was unknown when the issues started to occur, but it was maybe more than a year ago. It was noted that the patient was looking for a new hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.